Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 22 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment was not returned. Additionally cuts were found into the insulation 6.5 cm and 14 cm distal to the is-1 connector pin, which most likely resulted from the extraction procedure. The inspection revealed that the insulation was, apart from the present cuts, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was explanted and replaced due to noise which led to inappropriate shocks. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.